Manufacturer narrative:
A review of the device history record for this device did not reveal any discrepancies relevant to this reported event.

Event description:
This procedure is part of the definitive le trial. Post atherectomy an arterial perforation noted on the lateral aspect of the vessel. It was successfully resolved with angioplasty.